Manufacturer narrative:
Article citation: abanoob, f., et al. "Laser iridoplasty to treat iris-occluded xen gel stent." Journal of glaucoma, 2020 jun 19. Doi: 10.1097/ijg.0000000000001589. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of high intraocular pressure and gel stent blockage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Reported events of xen®45 gts lumen was found to be occluded by the iris with iop spike of 44 mmhg in the right eye were noted in the article: "laser iridoplasty to treat iris-occluded xen gel stent."